Event description:
The customer called for help with her contour meter. The customer performed control tests during the call and received a result of 279 mg/dl. The normal control range was 107-148 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips and a new meter were sent to the customer.